Event description:
A report was received that the patient had pain at the battery site. It was determined that the placement of the ipg was near the spine and the physician thought that it was causing the patient additional pain. It was also reported that the patient had an injection for the pain. Database analysis revealed no anomalies. The patient will undergo a procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient had pain at the battery site. It was determined that the placement of the ipg was near the spine and the physician thought that it was causing the patient additional pain. It was also reported that the patient had an injection for the pain. Database analysis revealed no anomalies. The patient will undergo a procedure wherein the ipg will be relocated.